Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous unknown vessel. The 2.0mmx20mmx143cm sterling es monorail balloon catheter was advanced to the target lesion without resistance and inflated 2 times at 10atm each. During the third inflation, the balloon ruptured at 10atm. The procedure was completed with a 2.0x40mm sterling es balloon. No patient complications were reported and the patient's status is good.